Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited p wave oversensing resulting in inhibition of rv and left ventricular (lv) pacing. Technical services provided troubleshooting and potential programming options. No adverse patient effects were reported. This lead remains in service.